Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, non-sustained rv oversensing episodes were observed. The cause of episodes was undetermined. It was either post paced t-wave oversensing or cross-talk from atrial pace. Programming changes were recommended. No further information is available.